Event description:
It was reported, following the implant of the device while in the recovery room, the device was interrogated and there was a loss of sensing. Additional attempts were made to interrogate the device and appropriate sensing was able to be observed. Technical support was contacted and it was suspected air entrapment resulted in a transient loss of contact between tissue and one or both device electrodes momentarily following implant. No additional intervention was performed. The patient was stable.